Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a stuck motor error. The patient's blood glucose at the time of incident is unknown. The caller stated that the patient changed the reservoir and attempted to bolus but the stuck motor error alarm occurred. It is not possible to bolus anymore with the insulin pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump alarmed pump error 38 during the rewind due to and unlocked connector. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the pump error 38. The pump was received with minor scratches on the lcd window and case.